Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the confirmation from repair that the power switch on the front panel was not functioning, the cause of the malfunction is likely repeated use exceeded the durability. The switch had a design defect due to being manufactured before the design change. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned for evaluation and found the front panel buttons non-responsive making this a reportable malfunction. Further inspection of the unit confirmed the customer¿s complaint of a ¿ broken input port¿ as the video connector was found worn out. An ¿ e302 internal buffer¿ error was observed due to a memory issue. Minor wear was not on the chassis. In addition, the unit was equipped with an old switch and out dated software. The cause of the physical damage to the unit cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the input port was noted to be broken. It is unknown if the intended procedure was completed. There was no patient injury reported. The device was returned for evaluation and found the front panel buttons non-responsive making this a reportable malfunction.